Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct prod analysis will be available.

Event description:
Clinical study. It was reported that 1,126 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 (18mm long) was identified in the mid left anterior descending artery (mid lad) with 80% stenosis and 3.4 mm reference vessel diameter. Target lesion 1 was treated with direct placement of 3.0 x 24mm study device. Residual stenosis was 0.99%. The pt was discharged one day later on aspirin and plavix. On 1,126 days later, the pt required a tvr. The pt reported angina starting in 2005 and underwent a non tvr with placement of stents to the mid right coronary artery (mid rca). At that time, it was decided to bring the pt back for treatment of the distal lad and the first obtuse marginal branch (om1). The pt was readmitted the following month. The distal lad was treated with placement of a 2.25 x 16mm taxus liberte stent. The distal om1 was treated with a non boston scientific 2.5 x 12 mm stent. The pt was discharged the next day. The discharge medications were unk. In the opinion of the investigator, the event was unrelated to the index procedure. The clinical event committee (cec) adjudicated the event as having an "indistinguishable" relationship to the study stent/procedure.